Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: opening, creases flat and crack diaphragm. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior and crack broken on diaphragm valve . Based on the device analysis the final assessment is: a striated edge opening on anterior. Side assessed as surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.